Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated about a week ago they turned the controller to start charging the implantable neurostimulator (ins). Pt states the controller was showing software problem. 1. Intellis 2. 3.6 3. 1548 4. Appmangerc. Pt states they reset the controller and they were then able to charge. Pt states they have not gotten any messages since. Agent had pt confirm they see no visual damage to the bp, controller, connector/pins. Pt then states since then, they think it is taking longer to charge the ins. Pt states they charge morning and night. Pt/caller states they see no visual damage to the recharger (rtm). Pt states rtm was replaced "about a month ago" (see 708882599) while on the call pt was able to start a charging session. Pt states the controller is showing the controller battery at 100% and the ins at 90%. Pt will monitor the time it takes for them to charge the ins and will call back if they need further assistance. Additional information has been received that they were still experiencing issues recharging the ins. Patient reported that the cont roller displayed multiple error messages, such as "replace controller battery" and "call medtronic," while recharging the ins. Patient also stated that it took a long time to connect the controller to the ins and that the controller would shut off when the ins battery reached 90%. Additionally, the patient noted that the paddle was getting warm and that only one side was working. The issue was not resolved. Agent sent a request to repair to replace the recharger.